Event description:
While priming the pump, the lg6 pall filter pall ruptured. It did not appear to have any weld on the seam. The vendor made contact regarding recall of lots 10-405 and 10-411. All product at our institution with these lot numbers were sequestered and were shipped to the manufacturer.